Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was noted to have small r-waves despite testing at multiple sites. The patient complained of feeling warm without pain; however, their blood pressure dropped. A pericardial effusion occurred and pericardiocentesis was performed. The lead was not implanted. No further patient complications have been reported as a result of this event.